Manufacturer narrative:
(B)(4). One used IV tubing set was received for evaluation. Packaging returned with the set indicated the reported lot number, 0061447994. Upon visual observation, the proximal backcheck valve was noted to be broken off from the ultrasite y arm. In an attempt to replicate the reported event, the broken segment was removed, and the portion of the set containing the roller clamp was injected with water from a syringe. No fluid leaked past the roller clamp when the roller clamp was closed. This test was repeated three times with the roller clamp position moved to three different sections along the tubing line. During each test, the roller clamp functioned properly and no leakage was observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the sample analysis results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event of the roller clamp not closing. It appears the set was subjected to an undue force or pressure, causing the set to break. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports clinicians are experiencing issues with anesthesia IV roller clamps not fully closing. They still run at a good clip which has resulted in patients receiving a bolus of lactated ringers. This has led to an overinfusion because the flow is not slowing when the roller clamp is adjusted. The reporter stated the excess fluid could potentially cause heart failure in the elderly.